Event description:
The customer reported the system displayed a pre-charge error code. This will result in a no boot situation for the customer. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The batteries were replaced. The system was then found to be operating as intended.